Manufacturer narrative:
Concomitant product(s):a 694758 lead, implanted: (B)(6) 2010; 457445 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a spike in impedances to infinite levels, as well as varying impedances over a period of time. The lead remains in use. No patient complications have been reported as a result of this event.